Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump exhibited error 1772 during use. No adverse patient effects were reported. No additional information is available.

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump exhibited error 1772 during use. No adverse patient effects were reported. No additional information is available.